Event description:
It was reported that device diagnostics resulted in high impedance. It was reported that x-rays were performed and did not clearly show any gross lead fractures. It was reported that the device would be programmed off. Clinic notes dated (B)(6) 2014 note that the vns shows high impedance. It was noted that the patient will be referred for x-rays and the next step will depend on the findings. X-rays were sent to manufacturer for review. There were two lead breaks were located within the lead body close to the electrodes and tie-downs. No surgical intervention has been performed to date.

Event description:
Follow-up with the patient¿s treating vns therapy physician revealed that there were no known events of trauma or device manipulation that were believed to have caused or contributed to the lead fracture.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received from the physician that the vns was efficacious for the patient however due to the high impedance the vns was disabled. It was stated by the physician that the lead was clearly broken on an x-ray.

Event description:
Additional information was received that the device was not efficacious for the patient and that it was disabled at some point in time possibly due to the high impedance.